Event description:
Plunger was placed back in the syringe after filling with formula. Black seal around the plunger broke when inserted into syringe and formula spilled out of the wrong end rendering it unable to use. The plunger should have slid into place easily and all formula should have stayed in the syringe. This did not affect the patient directly. It required a new oral syringe to be used.